Manufacturer narrative:
The patient had a driveline repair on (B)(6) 2018 which is reported under MFR report # 2916596-2018-00907. Approximate age of device- 4 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the cardiovascular intensive care unit (cvicu) and experienced multiple pump stops while on ungrounded cable and batteries. Based on the submitted log file, technical services found 31 pump stops and 32 low speed advisories on (B)(6) 2018. X-ray image shows a section of the external driveline that has a decrease in diameter. The patient underwent a pump exchange on an unknown date. The patient previously had a driveline repair on (B)(6) 2018.

Event description:
Additional information on (B)(6) 2018: the patient had a pump exchange on (B)(6) 2018 and was discharged on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, confirmed a driveline issue that could have contributed to the report of low speed and low flow alarms, which were observed in the submitted system controller log files. The submitted system controller log files captured several pump stoppages and low speed advisory/hazard events from (B)(6) 2018 01:32:11 am through (B)(6) 2018 09:06:13 am, while the system controller was connected to both 14v li-ion batteries and the power module. Of note, it was reported that the patient was using the ungrounded patient cable with the power module. Low flow hazard alarms and power elevations up to 15.8 w were associated with some these events. Based on previous complaint history, these events appear consistent with a potential driveline issue. The patient underwent a pump exchange on (B)(6) 2018 and the device was returned assembled with the driveline severed approximately 12.5¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 27¿. The previous driveline repair was observed approximately 18¿ through 22¿ from the metal connector. Examination of the metal braided shield revealed breakdown approximately 3¿, 10¿ through 11¿, and 17¿ from the pump housing. Further breakdown was observed approximately 18¿ from the metal connector. Visual inspection of the underlying wires revealed breaches in the insulation of all 6 wires approximately 9¿ through 10¿ from the pump housing, exposing the inner conductors. The observed insulation damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of wires from at least two different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the pump stops and low speed events observed in the submitted log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.